Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the returned segment of the lead was severed 11 centimeters(cm) from the pin. The segments passed the continuity tests. Visual inspection revealed calcified body fluid covering the distal and proximal shocking coil extending to the distal tip of the lead. The impedance could have been affected depending on how thick the calcification was. In conclusion, the allegation of high shock impedance measurement was confirmed induced in the field.

Event description:
Boston scientific received information that during a routine device changeout, this right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms when connected to the new implantable cardioverter defibrillator (ICD). The shock impedance measurement had been steady through the old device. The shock impedance was tested in all configurations and only the distal coil to can vector gave a normal reading. A defibrillation threshold (dft) tested in this vector, however, failed to convert. The physician felt that excessive manipulation of the lead, due to severe calcification and scarring of the pocket, damaged the proximal coil or the terminal pin. A secondary surgical intervention was performed and the rv lead was explanted. A new rv lead was attempted but was unsuccessfully implanted due to anatomical limitations. The new device was explanted as well and the patient was referred for a subcutaneous ICD implant. No additional adverse patient effects were reported.